Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/(B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/(B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
(B)(4):in the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall.

Event description:
The customer informed abbott of discrepant architect havab-m patient results when reagent lot 93794hn00 was in use. The customer stated that twice in the months of (B)(6), initial gray zone patient results were generated which were non-reactive upon retest. Additionally, the negative quality control was trending higher and was out of range on (B)(6). When the negative quality control was out of range, the customer discarded the reagent, recalibrated with another pack of the same lot and the quality control was in range, but at the high end. The customer provided the levy-jennings data for review by abbott and one example of initial gray zone patient results as follows: (B)(6). After recalibration with a new pack of the same reagent lot, the following non-reactive results were generated for this patient sample: (B)(6). There was no impact to patient management, as the gray zone result was not reported out of the lab.